Manufacturer narrative:
The engineering eval of the device identified the root cause of the failure as the ac appliance inlet connector solder joint in the power supply unit. Both solder joints between the ac inlet pins and the printed circuit board solder pad had cracked resulting in arcing and brief external flame. There was no adverse event reported for this incident.

Event description:
It was reported to resmed that a CPAP unit caught on fire.